Manufacturer narrative:
Complaint no: (B)(4). A loose connection between a solution bag and the tubing is a known cause of this alarm. As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. The cause of the issue was determined to be due to a loose connection. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 (air in set/line) alarm occurred during fill two of four of peritoneal dialysis therapy on the homechoice. The patient was connected at the time of the alarm. During troubleshooting, the customer reported that the heater line had disconnected from the heater bag due to a loose connection. The technical services representative assisted the customer in ending therapy and reviewed proper procedures with them. The customer planned to complete therapy using manual supplies. There was no patient injury or medical intervention reported. No additional information is available.